Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer inquired via phone call if insulin pump was set to a 12 hour or 24 hour duration due to not being aware if temp basal was still running. Customer was advised that temp basal was not running. Customer also reported of receiving excessive no delivery alarms and having high blood glucose. Customer's blood glucose was 400 mg/dl. Customer declined troubleshooting for high blood glucose. Customer was able to resolved no delivery alarm with and infusion set change. Products would be replaced.